Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable vitamin d total elecsys result for one patient sample from the cobas e411 rack analyzer. The initial result was 85 ng/ml with a data flag. The sample was repeated with a 1:2 dilution and the result was 22 ng/ml. The primary tube was retested several times without a dilution and the results were 22-24 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 58937301 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The field service engineer ran performance testing. The customer was not using the required sample tube rack adapters and the measuring cells were aged. The investigation found both of these factors were potential causes of the issue.